Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 08/26/2023. It was reported that an unspecified sensor error message occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, it was reported by the parents that the pediatric patient experienced unspecified error message which occurred 3 days after the sensor had been inserted in the abdomen. No patient symptoms were reported. The tandem pump display device alerted the patient and parent that the reading was high (no reading documented). It was reported there were no arrows on the pump and no alarms at all. The patient and parents were using only the tandem pump as a receiver/display device, as they could not log into the dexcom app. At this time, due to no cgm (continuous glucose monitor) reading, the parents alleged that the pump stopped producing insulin. During the event, the pump display device was used to check the readings. The blood glucose reading was an unremembered high value. The patient was diagnosed with dka (diabetic ketoacidosis) with the bg (blood glucose) above 250 mg/dl and was treated by undocumented means in ICU (intensive care unit) for 3 days. There was no documentation of further medical intervention. At the time of the report, the patient was stable. Due diligence to contact the patient by technical support and medical safety for more information was unsuccessful. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified sensor error message occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, it was reported by the parents that the pediatric patient experienced unspecified error message which occurred 3 days after the sensor had been inserted in the abdomen. No patient symptoms were reported. The cgm (continuous glucose monitor) display device of the tandem pump showed no egv (estimated glucose value) and no trend arrow. The blood glucose reading was an unremembered high value. The patient was diagnosed with dka (diabetic ketoacidosis) and treated in ICU (intensive care unit). There was no documentation of further medical intervention. At the time of the report, the patient was stable. Due diligence to contact the patient by technical support and medical safety for more information was unsuccessful. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.